Event description:
Dexcom g6 sensor inaccuracy: 8:25am g6 reading 246, finger stick reading is 180. That is a mard of 36.7%, which is outside of the allowed 20% range.

Event description:
Additional information received on 7/16/2024 for report mw5157191. Dexcom g6 sensor inaccuracy: 10:31pm g6 reading 55, finger stick reading is 81. That is a mard of 32.1%, which is outside of the allowed 20% range.

Event description:
Additional information received for report on 07/15/2024 for report:mw5157191. Dexcom g6 sensor inaccuracy: 8:18am g6 reading 146, finger stick reading is 117. That is a mard of 24.8%, which is outside the allowed 20% range.

Event description:
Additional information received for report mw5157191 on 07/18/2024. Dexcom g6 sensor inaccuracy: 3:28pm g6 reading 110, finger stick reading is 87. That is a mard of 26.4%, which is outside of the allowed 20% range.